Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, due to regurgitation of a mitral medtronic mosaic bioprosthetic valve, a 29mm sapien xt valve was deployed in the bioprosthetic valve during a transapical valve in valve procedure. Approximately 22 months post deployment of the sapien xt valve, migration of the valves and 2+ paravalvular leak (pvl) was observed. A 29mm sapien 3 valve was successfully implanted in the sapien xt valve. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
UDI number: (B)(4). The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). The sapien xt is not approved for thv in surgical valve procedures in the mitral position. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter mitral valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve at the intended target site. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Although the above listed causes are meant for the aortic position, they do apply as causes for migration in the mitral position as well. The training manual for the xt in an edwards surgical valve procedure in the aortic position cautions ¿in vitro valve-in surgical valve testing has only been performed in edwards surgical valves.¿ this event involves placement of the xt in a non-edwards surgical valve in the mitral position. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Furthermore, the IFU caution that safety and effectiveness have not been established for patients with severe mitral annular calcification (mac), severe (>3+) mitral insufficiency, or gorlin syndrome. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the migration of both valves (non-edwards surgical valve & sapien xt) cannot be confirmed, as patient history, co-morbidities and anatomical characteristics were not provided. The pvl was a result of the migration of the xt & non-edwards surgical valve, resulting in loss of seal around the skirt as the valve(s) migrated downward. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, due to regurgitation of a mitral medtronic mosaic bioprosthetic valve, a 29mm sapien xt valve was deployed in the bioprosthetic valve during a transapical valve in valve procedure. Approximately 22 months post deployment of the sapien xt valve within the pre-existing non-edwards surgical valve, migration of both valves and 2+ paravalvular leak (pvl) was observed. A 29mm sapien 3 valve was successfully implanted in the sapien xt valve (valve in valve in valve). At the time of the report, the patient was in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.